Event description:
Heart valve cloth material on sewing ring pulled away from metal valve support. The #22 valve was strung on the sutures. The valve was seated without problem and the sutures were tied and cut. The cloth ring appeared to have pulled up and over the valve orifice. The suture knots also pulled over with the cloth ring over the orifice. Leaflets could not open and close appropriately, valve was turned in an effort to find a place, but it was clear that the cloth sewing ring impinged on the orifice.